Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with their mobile power unit (mpu). Even when unplugged, the mpu continued to alarm and the lights on the unit illuminated until the internal battery was removed. The provider tried to troubleshoot at different outlets and locations, disconnecting and reconnecting the black power cable, and changing the internal battery. Despite these efforts the unit continued to alarm and light up. The mpu was not affected by any environmental events.

Manufacturer narrative:
Sections d1 and d4: corrected manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6) producing abnormal alarms and lights after being unplugged was not able to be confirmed. During testing, the returned unit was connected and disconnected from multiple electrical outlets. Each time, there were no abnormal alarms or lights, and the reported event could not be reproduced. The mpu was also connected to a test system controller and mock circulatory loop, which ran for several days. During this extended operation, abnormal lights and alarms were not identified. The unit passed a full functional checkout and was returned to the customer. The root cause of the reported event could not be conclusively determined. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate mobile power unit quick setup guide describes the sequence of events for properly setting up the mobile power unit. The user is instructed to insert the batteries in the mobile power unit, then connect the power cord. A self-test should then occur and the green power on light illuminates, confirming that the unit is ready for use. The heartmate 3 patient handbook (section 3 ¿powering the system¿) cautions that when moving the mobile power unit to a different location or ac power source, the controller must first be connected to 14 volt batteries. This section also provides instructions for replacing the mobile power unit batteries. It is noted that the alkaline aa batteries are used to power mobile power unit alarms only. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes the visual and audible alarms that are associated with the mobile power unit. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the mobile power unit. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs the user to check daily that the power on symbol of the mobile power unit is illuminated green. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.